Manufacturer narrative:
Pump passed displacement test, rewind, basic occlusion, occlusion, prime and system sensor and no delivery tests. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.(B)(4)

Event description:
The customer reported via phone call that they were experiencing high blood glucose and would like to troubleshoot insulin pump to make sure everything is working properly. Customer's blood glucose was 520 mg/dl. Troubleshooting found that drive support cap, basal settings, bolus wizard and time and date programming were normal and functioning fine. A high pressure test was performed and passed. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis. Customer was advised to change out the entire set, reservoir and insulin and treat per doctor's instruction.